Event description:
Boston scientific received information that this device battery was exhibiting an extended charge time of greater than 17.9 seconds, and the health care professional (hcp) felt that was too high. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.